Manufacturer narrative:
Of the 15 allegations of a malfunction, 45 pumps were returned to animas and investigated. Of the investigated pumps, 8 were found to be malfunctioning due to moisture in the pump. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 15</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a keypad/tactile w/moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 6-54 years of age and between 48 and 120 pounds. Of the reported patients, 8 were male, 7 were female, and 0 were unknown.